Manufacturer narrative:
A supplemental report is being submitted for, added the outflow graft lot#, unique identification#, manufacture expiration date and patient codes (ime/annex e) health impact (imf/annex f) . Additional products: d1: heartware ventricular assist system ¿ outflow graft d4: expiration date: 31-may-2021 / lot#: 2002719854 UDI #: (B)(4). H4: mfg date: 31-may-2019 h6: patient ime code(s): e2403 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: the ventricular assist device (vad) and the associated outflow graft were not returned for evaluation. Review of the autologs report revealed a sudden decrease in power consumption and estimated flow on (B)(6) 2020 leading to parameters below the normal operating range and 101 low flow alarms logged since (B)(6) 2020. As a result, the reported low flow event was confirmed. Based on risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor vad filling. Additional products: d1: outflow graft. H3: yes. H6: FDA method code(s): b17. H6: FDA results code(s): c20. H6: FDA conclusion code(s): d14. Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional products: heartware ventricular assist system: outflow graft . Model #: 1125, catalog #: 1125, expiration date: unk. Lot#: unk UDI #: asku. Device available for evaluation? No. Mfg date: unk. Labeled for single use? Yes. (B)(4). If additional information is received, the event will be updated, and a supplemental report will be sent. Investigation of this event is pending, and a supplemental report will be sent upon its completion.# if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a suspected obstruction in either the outflow graft, or the inflow cannula of the ventricular assist device (vad). The vad exhibited below normal power and several low flow alarms. The vad and outflow graft remains in use. No patient complications have been reported as a result of this event.